Event description:
It was reported that this pacemaker system was observed exhibited intermittent farfield oversensing of ventricular pacing on the right atrial (ra) channel followed by a second (as) on the presenting electrogram (egm). Technical services (ts) discussed possible ra loss of capture (loc), due to high ra threshold measurements and unsuccessful right atrial automatic threshold (raat) tests since (B)(6) 2024, with a threshold measurement of 4v at that time. The health care professional (hcp) noted that the patient had an underlying ra rate of 40 beats per minute (bpm), which suggested that ra loss of capture (loc) was unlikely. Review of a stored pacemaker mediated tachycardia (pmt) episode revealed a similar pattern of egm markers of farfield [as] followed by an as that was tracked. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.